Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 1500 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. On approximately (B)(6) 2015, the patient experienced possible withdrawal. The patient's family complained of the patient experiencing increased spasticity/pain and sleep disturbances with associated nausea. The episode started somewhat abruptly, but worsened over a few days. The patient was taken to the emergency room (ER) and had blood work and a CT scan done. The pump was interrogated and was found to be functional with no history of stalls. The patient was hospitalized and given intravenous (IV) ativan (treatment) to help with possible withdrawal. The patient was to be scheduled for a dye study and possible catheter replacement. The issue was not resolved at the time of this report and the patient's status was unable to be obtained. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The results of the blood work and dye study, interventions/actions taken, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information received from a company representative indicated that a dye study was performed on (B)(6) 2015 and the catheter was patent and in the correct space. The pump dose was increased by 100mcg/day.